Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken knob actuator. Replaced front/rear cases, keypad, barrel clamp, carriage block assembly, tube/sleeve drivearm, retainer, gripper, wiper seal, left/right handles, lens indicator, latch/spring latch assembly & top disk holder. Software application. Performed pm & calibration. A review of the device history record for sn (B)(4). Was performed from date of manufacture 04/15/2013 to present date 11/05/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device had a damaged plunger knob. No patient involvement was reported.